Event description:
It was reported that the pt experienced an overdose following a refill session. Per the reporter, that after the hcp administered the first 2ml of medication she felt burning and instructed physician to stop. The hcp withdrew the needle, changed the needle and then filled the pump with the remaining 16ml of medication. The pt reported she "continued to feel worse" and after contacting friends for assistance was transported to the hospital for emergency care. No specific symptoms, treatment or other info was provided.